Manufacturer narrative:
The report event of lead revision was confirmed. As received, microscopic inspection showed the returned lead found a kink on tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy. As such, surgical intervention took place on (B)(6) 2023 wherein it was note the lead had fractured. In turn, the lead was explanted and replaced with a new lead addressing the issue. Therapy was confirmed post op.